Manufacturer narrative:
A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the leads and ipg found them to be satisfactory.

Event description:
A report was received that the patient was experiencing weakness in his legs and nausea. The physician suspected the patient had an infection at the midline and explanted the patient. The physician believed the leg weakness and nausea were symptoms of the infection. The physician believes the infection was procedure related. The patient was given IV antibiotics and will continue oral antibiotics at home. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-1110-02 serial # (B)(4) description: ipg kit (without pull-through tunneler). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing weakness in his legs and nausea. The physician suspected the patient had an infection at the midline and explanted the patient. The physician believed the leg weakness and nausea were symptoms of the infection. The physician believes the infection was procedure related. The patient was given IV antibiotics and will continue oral antibiotics at home. The patient was reportedly doing well following the procedure.